Event description:
It was reported that a review of a remote transmission noted the device exhibited far r-wave oversensing. The patient presented symptoms of slow multifocal ventricular tachycardia (vt) but were not caused by the oversensing. The patient had a vt ablation procedure, and programming changes were made to address the oversensing. The patient was in stable condition.